Event description:
It was reported that during the implant procedure a patient currently enrolled in the (B)(6) study suffered a pericardial effusion during a difficult left ventricular (lv) lead placement which dislodged the already placed right ventricular (rv) lead. Upon removal of the rv lead to reimplant, the physician noticed the inner wire was exposed through the insulation. The lead may have been cut while trying to cannulate the coronary sinus. Both the lv lead and rv lead were removed and new leads were placed without incident. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.